Event description:
During remote monitoring, episodes of noise were observed on the right ventricular (rv) lead. The patient was later brought in-clinic and the rv lead was explanted and replaced with a subcutaneous ICD system. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise could not be confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.